Event description:
It was reported that a patient participating in the (B)(4) study, had an atrial lead dislodgement within the day after implant. The lead was repositioned and remains in use. The patient exited the study as the lead was not able to be placed in an optimal location in the atrium for the study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.